Event description:
The manufacturer received information alleging a "low circuit leak" frequently occurred on a trilogy o2 ventilator, japan device. There was no harm or injury reported. The device was not in patient use. During evaluation of the trilogy o2 ventilator, japan device at the manufacturer's service center, the customer's complaint was confirmed. Review of the device's event log recorded multiple errors, indicating "low circuit leak," and "ventilator check required" errors indicating a malfunctioning flow sensor. When performing a test for the flow sensor or pressure as verification, the device failed positive flow verification testing. The technician confirmed that the flow sensor on the oxygen blender module passed. Therefore, it was determined that the "low circuit leak" and "ventilator inspection required" alarms are due to a malfunction of the flow sensor installed in the sensor board. The issue was resolved by replacing the sensor board. Additionally, the screw holder on the 200/o2 flow sensor assembly was cracked, so it was replaced. The technician performed a repair test, alarm check, battery check, running test, and cleaning, and confirmed normal operation. Software version 14.2.05 confirmed.